Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for in-clinic for the on week post-operation routine follow-up, episodes of non-sustained rv oversensing due to intermittent capture was observed. No programming changes were made. The lead remains implanted and active.